Event description:
Patient reported they provided multiple letter of recommendation from a dentist and periodontic surgeon. The aligners have caused the patient to have periodontal issues and they were referred to a specialist. The aligner treatment should be discontinued. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.